Event description:
On (B)(6) 2011, customer's biomed department reported to beckman coulter, inc. (Bec) that on (B)(6) 2011, they replaced the cartridge chemistry (cc) sample probe and wash collar on the unicel dxc 600 synchron system (dxc 600) and they see some fluid spitting from the probe onto the cover. Bec customer technical specialist assisted the customer with troubleshooting and instructed the customer to perform the probe to wash collar alignment. After troubleshooting, customer reported that the sample syringe was loose and the issue was resolved. Customer biomed department reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
This report is one of two reports related to two reportable events that occurred on two different days. This report is related to MDR#2050012-2011-08032. (B)(4).